Manufacturer narrative:
A1,2,3,4,b3,6,7,d10,e1,2,3-information not provided by affiliate. D5,h4: information anticipated, but unavailable at this time. Results of evaluation: conclusion: based upon the inquiry information received, the visual examination and the functional test, it was concluded that the reported instrument "jammed" during surgery may have been due to an inverted staple located in the cartridge track. The instrument was received with 2 unformed staples jammed in the cartridge nose, on top of one another, and the lifter was stuck in the up position. The first staple in the track was observed to be twisted followed by an inverted staple. The 2 staples jammed in the nose were removed, and the twisted and inverted staples were also removed, and the instrument then cycled and fired the remaining 22 staples without incident. It was concluded that the inverted staple was due to an assembly error and had caused the staples to twist and jam in the nose. Comments: the assembly management has been notified of this incident and product inquiry will monitor for additional occurrences. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The device was used during a laparoscopic hernia repair. It was reported by the rep. The device jammed. There was no consequence to the pt.